Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two days after a laparoscopic roux-en-y gastric bypass procedure, the patient had one episode of vomiting and abdominal discomfort. Computed tomography angiogram showed blood clot at jejunum and small bowel obstruction of both alimentary and biliary limbs, with closed loop obstruction of biliary limbs. Patient was taken to the operating room for surgery to correct the issue. Patient had become septic prior to induction of anesthesia and upon opening of incisions, succus was seen. There had been dehiscence of jejunostomy staple line and about 400ml of blood clot was evacuated from the perforated anastomosis. The staple line was revised using another stapling device and patient was placed on antibiotics for the septic shock. Patient was transferred to intensive care unit and the hospital stay was prolonged.